Manufacturer narrative:
A ge service rep performed an onsite investigation. The cpu and universal node circuit boards were reseated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would lock up. No pt injury was reported.